Event description:
Customer reported hospitalization due to high blood glucose. Customer was thirsty and shortness of breath. The blood glucose reading at the time of the event was 250 to 270 mg/dl. Customer is pregnant. During emergency room visit customer treated with manual injection. The blood glucose level was down. The current blood glucose reading is 125 mg/dl. During troubleshooting, the time and date are correct. The programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.